Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead has a history of higher impedance measurements (between 1800 and 1900 ohms), however recently impedances have increased to greater than 2000 ohms. The local field representative confirmed that all other lead measurements have been stable and the lead is currently functioning appropriately. The field representative stated he would discuss further options with the physician, however at this time the physician has elected to keep the lead in service. No adverse patient effects were reported. Additional information was received approximately four years later, during a normal device replacement procedure, that the rv impedance measurements have continued to increase. The lead was tested through the pacing system analyzer (psa) and measurements were 2500 ohms. Thresholds, r-wave sensing and shock impedances were all within normal limits and unchanged from previous measurements. The physician attempted to implant a new rv lead. He was able to successfully access the subclavian vein, but could not advance the wire past the superior vena cava. The patient did not want to under go a lead extraction so the plan is to continue to monitor the lead performance for any changes. To date, there have been no noise events recorded.